Event description:
A report was received that a patient had a pocket revision due to discomfort. The physician moved the pocket location from the patient's arm to her buttock. The patient is reportedly doing well following the procedure.